Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that the spo2 is not giving accurate reading, if at all. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. The tc confirmed the complaint of the unit spo2 not reading the pulse, but it was activating. To correct the issue, the powerboard, mainboard, and fast pca board were ordered and received; the components were installed by the tc. The tc calibrated non-invasive blood pressure (nbp); the device functions are working correctly. The root cause for the spo2 failure was unable to be determined by the repair bench. Based on the information available and the testing conducted, the cause of the reported problem was unable to be determined. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.